Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/20/2015 with the following findings: the keypad cover was cut and torn. The contrast, up and down arrow keypad buttons were intermittently responsive. The keypad cover was removed and contamination found under all the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the down arrow keypad button was under responsive. It was reported that the keypad cover was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.